Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received an inaccurate fill estimate after loading a cartridge that remained at 120 units. The customer's blood glucose (bg) level was 100mg/dl. The cartridge was reloaded and an accurate fill estimate was received. Additionally, it was reported multiple occlusion alarms occurred. The customer alleged these occlusion alarms were "false occlusions". The customer's bg level was 295mg/dl. Reportedly, the customer performed their own troubleshooting and observed insulin exiting the infusion set tubing while an additional occlusion alarm occurred as the customer was disconnected from the pump. Multiple cartridge changes were performed to address the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill gauge issue could not be verified. The reported occlusion was verified in the pump logs ; however, as the cartridge was not returned, the investigation for the occlusion could not be completed. In addition, a different issue was identified.